Event description:
According to the reporter, intra-operatively, coagulation continued after surgeon stopped pressing activation button. Device was then removed from field. No foot pedal was involved. They used another like device and it worked fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.